Manufacturer narrative:
The image acquisition system (ias) and mobile view station (mvs) cmos batteries were replaced. The rest of the issues found during the pm have not been resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during preventative maintenance (pm), the x-ray battery internal daisy chain wiring harness connectors and the x-ray battery tray wiring harness were found to be defective. It was also noted the ac power cord should be replaced and there was damage to the right slide bellows cover. There was no patient involvement.